Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1 due to error code 23008. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and installed onto a pftp, error 23008 was failing on usm_d4 during sine cycle. Inspected isa sensors, d4 rotor, d4 gear sense, and d4 gearbox but no issues were found visually. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of this investigation, failure analysis identifies the instrument sterile adapter (isa) and d4 rotor to be the root cause of the reported event.

Event description:
It was reported that during case setup, the operating room staff called to report that arm 1 was faulting with recoverable error 23008 at startup, and the error would not recover. The customer performed a system power cycle and a hard reboot/epo on the patient side cart/robot, but there was no change. The customer decided to disable arm 1 and continue using arms 2, 3, and 4. The procedure was completed as planned with no report of patient injury.